Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The angiodynamics recent complaint report was reviewed for the convenience kit product family and the failure mode,"package hole/perforated." No adverse trends were identified. The returned sample was visually inspected and the hole in the tyvek portion of the 9 x 15 pouch was confirmed. The hole appears to have been the result of the manifold handle causing the hole in the pouch . The pouch size was deemed to be appropriate for the kit contents (contents not tight in pouch) by the document compliance specialist. Similarly, the inner box size for the (n=10) kit pouches was deemed to be appropriate (pouches not tight in inner box). As part of the receiving process at (B)(4) (the distributor in (B)(4)), all pouched products are removed from their inner boxes and a (B)(4) label (in (B)(6)) is applied to each pouch. (The pouch with the hole did have a (B)(4) label applied to the tyvek side of the pouch). Additional handling may occur if product is 100% visually inspected. The pouched product is then reboxed into the inner box by the (B)(4) warehouse employees. The exact root cause of the items pressing against the tyvek in a manner that resulted in a hole cannot be determined. Potential contributing factors include: handling of the pouches as they are placed in the inner boxes. Handling during transit to (B)(4) warehouse. Handling during (B)(4) labeling/inspection and re-boxing process. All pouches are 100% inspected per angiodynamics procedures during the sealing and final box processes. Employees involved in the packaging/final boxing of the reported kit have been made aware of this complaint. The directions for use (dfu) packaged with the kits contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), in the distributor's warehouse a small hole was found in the tyvek portion of a convenience kit pouch, breaching the sterility. The kit had not been provided to a hospital and was returned to angiodynamics for evaluation.